Manufacturer narrative:
The dentist reported that the components are not fitting correctly. The drivers components are part of a surgical kit which are accessories to the system and are classified as ndp, class I. It is reported that the parts will be returned for evaluation: 3.5 mm short driver, 3.0 mm long driver, 7.0 mm short driver, drill extender. At this time complaint is under investigation. Once, the product is received it will be evaluated and follow up report will be provided.

Event description:
The dentist reported that the components are not fitting correctly. The parts that will be returned for evaluation are: 3.5 mm short driver, 3.0 mm long driver, 7.0 mm short driver, drill extender. Upon follow up, additional information was available that one of the drivers fell into the patient's mouth , the drill extender was stated as missing a sealing o-ring, and one of the drivers had apiece of metal obstructing insertion into the hand piece. There was no reported patient harm or injury. The patient was reported to be in perfect condition. A medical rationale was provided by the clinical director that if this event were to recur, it would lead to potential harm due to loose components in the oral cavity. Hence, this event was reportable.